Manufacturer narrative:
Compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery test were unable to be performed due to a33 alarm. The motor was tested outside and passed. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 153 mg/dl. The customer was assisted with troubleshoot, and drive support cap was found to be protruded. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.